Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced self-clearing electrical fault alarms. Upon evaluation by the manufacturer's representative, minor contamination was found within the driveline connector and controller port. A cleaning procedure was performed to remove contaminants. The patient was symptomatic at around thirty (30) seconds of pump off during both rounds of cleaning but otherwise was stable. The controller (B)(4) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller (B)(4) failed visual inspection as a result of contamination within the driveline connector and failed functional testing since the controller would not come out of the electrical fault state when powered up. The root cause for the reported "electrical fault alarms" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). Controller - (B)(4) - expiration date: 10/31/2015 - device manufacture date: 10/26/2014. (B)(4).

Event description:
A report was received that a patient observed two self-clearing electrical fault alarms on (B)(6) 2014. The patient had an uneventful weekend, but then observed persistent intermittent electrical fault alarms on (B)(6) in the morning. A manufacturer representative assessed the device and noted that the alarms were reproducible when manipulating the driveline cable. A cleaning procedure was performed per the manufacturer's specifications to remove contaminants on (B)(6). The patient was prepared for the cleaning procedure by having a heparin infusion in place. The manufacturer representative noted minor contamination on the controller port. The cleaning procedure involved a pump off time of around 30 seconds. The patient was reported to be symptomatic patient was symptomatic at around 30 seconds of pump off time during both rounds of cleaning but otherwise was stable. A controller exchange was performed as part of the cleaning procedure. The controller was removed from service and the patient was provided with a replacement device.